Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 1000 mg/dl. Prior to the event, the customer experienced diarrhea and vomiting. No troubleshooting was done as the hospital lost customer's insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.